Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-00766, 1627487-2022-00767. It was reported the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.